Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report of a leak was not confirmed due to a lack of sample. A batch review was not performed due to unknown lot information. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse contacted (B)(4) regarding a check supply line alarm on the home choice (hc). The nurse stated a leak on the floor was noted during fill. (B)(4) instructed the rn to check the setup and to look at the drain bag which was under the bed. The rn addressed only one side of the drain bag (drain line from the cassette). (B)(4) gave the rn instruction with end of therapy early procedure. The peritoneal dialysis (pd) nurse confirmed there were no signs of a fluid leak from the solution bags. There was no serious injury or medical intervention reported. No additional information could be obtained.